Manufacturer narrative:
An event regarding instability involving a tritanium acetabular shell was reported. The reported event did no allege any deficiency of the subject acetabular shell. The event was unspecific with regard to which devices were explanted during the revision surgery. There is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time.

Event description:
Postoperative diagnosis: second stage of two-stage revision for infection occurred (B)(6) 2012. Patient then re-admitted for hematoma and instability and revised.

Event description:
Postoperative diagnosis: second stage of two-stage revision for infection occurred (B)(6) 2012. Patient then re-admitted for hematoma and instability and revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.